Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/06/2026. An investigation was conducted on 03/10/2026. A visual inspection was conducted. Signs of clinical use and evidence of slight blood was observed on the jaws and heater wire. There were no visual defects observed on the intact heater wire. There were no visual defects observed on clear intact hot silicone jaw insulation. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000501367 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Event description:
The hospital reported that during saphenous vein harvesting, the silicone component of the vasoview hemopro 2 (the clear sheath covering the jaw) peeled. The device had been inspected prior to use. The dissection tip was used as the primary method of dissection. No components of the device detached into the harvesting tunnel or remained inside the patient. There was no procedural delay. No patient harm was reported.

Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.